Manufacturer narrative:
The patient sample was submitted for investigation where the customer's high tsh results were reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high tsh results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 6000 e 601 module. The tsh result from the e601 module was 11.22 miu/l. The patient was tested on the e601 module on (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017 and the tsh results were similar. The patient had his thyroid gland removed in (B)(6) 2016 and has been taking "levothyrox" since then. The patient¿s "levothyrox" was increased based on the high tsh result from the e601 module. There is no allegation that an adverse event occurred due to this increase. The patient sample from (B)(6) 2017 was tested by the centaur method and the vitros 56000 method and both results were 0.074 miu/l. The patient¿s ft3 and ft4 results from the e601 module are identical to the ft3 and ft4 results from the centaur method. The customer thinks there might be an interfence in the sample affecting the tsh results. The e601 module serial number was not provided.